Event description:
A customer indicated that on (B)(6) 2011 an unicel dxh 800 coulter cellular analysis system generated erroneous differential results and did not generated suspect blast flagging where warranted. A subsequent manual differential test showed 28% blasts cells. The erroneous initial differential results were reported out of the laboratory however there were no reports of death, injury, or effect to patient treatment associated with this event. A corrected differential report was issued based on the manual test. The initial white blood cell result from the unicel dxh 800 coulter cellular analysis system which was reported was regarded as valid. Instrument controls were run prior to processing the specific specimen and after the event. All results were within the specifications. Sample handling and collection information was not provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of instrument flagging sensitivity settings indicated that the blasts, variant lymphocytes, immature neutrophil 1 and immature neutrophil 2 instrument flags were all set at highest level and immature neutrophil 1 was set to off. Beckman coulter inc. Assessment of patient provided patient data indicated that the sample showed a relatively small amount of neutrophils. The neutrophil population was touching the lymphocyte population. The pattern was slightly abnormal, but it was not significant enough to trigger the blast flagging rules. Service was dispatched on (B)(6) 2011 in response to this event. The field service engineer collected data and verified the instrument. The instrument was performing within the specifications. Root cause for this event is unknown. Mdrs associated with this event: 1061932-2011-01360; 1061932-2011-01460; 1061932-2011-01361.